Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported diagnostics indicated high impedance readings. Effective coverage was unable to be provided. Lead was explanted and replaced which addressed the issue. Ipg was electively replaced during same procedure. No complications were noted during procedure.